Manufacturer narrative:
Batch review performed on 18 september 2019: lot 152218: 123 items manufactured and released on 16-jul-2015 . Expiration date: 2020-06-30. No anomalies found related to the problem. To date, 115 the items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medical affairs director: few months after primary cementless tha, the patient reports pain and the stem is revised. We have very limited information, but the single image provided displays a very anomalous bone condition, whose origin is totally unknown to us but it cannot be considered alien to the early loss of fixation. Though we are not informed of the general health status of this patient, the probability that the general condition determined this loosening is extremely high, based on our experience. Additional implants involved in the event, batch review performed on 18 september 2019: ball heads: cocr 01.25.123 cocr ball head 12/14 ø 22 size m 0 (k080885) lot. 142883 lot 142883: 19 items manufactured and released on 16-jul-2014 . Expiration date: 2019-06-30. No anomalies found related to the problem. To date, 11 the items of the same lot have been sold without any similar reported event. Liner: versafitcup dm 01.26.2246mhc double mobility hc liner ø 46/22.2 (k092265) lot. 183111 lot 183111: 24 items manufactured and released on 10-jul-2018 . Expiration date: 2023-06-20. No anomalies found related to the problem. To date, 13 the items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery performed 10 months after the primary due to pain and the cause of the pain is unknown. The surgeon revised the stem, liner and head successfully. The implants looked well fixed, the cause of the pain couldn't be identified.